Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The patient already had a native bicuspid aortic valve, and tavi proceeded initially with no issues. It was reported that there was not sufficient calcium to allow anchoring of the device. During procedure, pre-dilatation balloon was not performed. On the first deployment at 80%, the valve looked constrained and was recaptured. On the second attempt, the valve was deployed little deeper to allow the valve to open better than the first attempt. The valve opened better, and the height of the valve was easy to ascertain from the aortogram on the non-coronary cusp (ncc) side as the cusp would fill, but due to the bicuspidity of the native valve the left cusp would not fill with contrast and was not easy to ascertain the height of the valve on the left. The doctors decided to take that height and fully deploy the valve as it had opened well and had a good height on the ncc. The valve was deployed and remained at the same height, but the aortogram showed the valve was little deeper on the left coronary cusp (lcc) at 7mm and optimal on the ncc at 3mm. The valve had moderate paravalvular leak, and a dilatation was undertaken with a 20mm non-abbott balloon with good effect. The leak was improved to a mild leak, but the patient conduction system went into complete heart block following the dilatation. Patient remained hemodynamically stable due to back up pacing being set to 70bpm. The navitor valve was fully deployed at final implant depth of 4mm ncc and 5mm lcc. A post-dilatation was performed. Patient remained incomplete heart block at the end of the procedure, and the temporary pacing wire remained in place. After the procedure, patient was woken on the table in the cardiac catheterization laboratory (cath lab) and was hemodynamically stable and was transferred to the coronary care unit to recover. The next day, the patient remained in complete heart block, and a clinical decision was made for the patient to have a permanent pacemaker implanted. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block, paravalvular leak and off-label use was reported. Information from the field indicated that the valve was initially implanted 3mm from the non-coronary cusp, there was no calcification extending beneath the aortic annular plane in the interventricular septum, there was not sufficient calcium to allow anchoring of the device, the patient did not have previous conduction disturbances, and there were no deployment difficulties. Additionally, it was noted that the patient went into complete heart block following dilatation, the final implant depth was 4mm from the non-coronary cusp, and it was decided to use the navitor for the bicuspid aortic valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. No information was received regarding valve sizing. Based on available information, the reported heart block appears to be related to procedural conditions (heart block seen after dilatation). A root cause for the reported paravalvular leak could not be conclusively determined. The reported off-label use is due to the decision to implant the valve on a native bicuspid aortic valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling.